Event description:
It was reported that an ilet pump with serial number (B)(6) had a nonresponsive touchscreen, rendering the device nonfunctional and requiring replacement; the user was advised the device would no longer be watertight and to shut it down, and they elected to switch to multiple daily injections as backup therapy. Symptoms included hyperglycemia with a reported peak of 379 mg/dl for approximately three hours without ketone testing, medical intervention, or additional assistance. Outcomes included temporary loss of automated insulin delivery and the need to transition to alternate therapy until a replacement device is received. Investigation included troubleshooting and user education, verification of shipping and return logistics, and instruction to sync data to the mobile app before return. Investigation of this device revealed a touchscreen failure consistent with a device hardware malfunction of the display interface, with no reported injury. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.